Event description:
Customer reportedly received results of 313 mg/dl, 118 mg/dl, 254 mg/dl, 187 mg/dl and 119 mg/dl within 10 minutes on the nano smartview system. At the time, the customer was experiencing hypoglycemic symptoms that she successfully self-treated by consuming peanut butter crackers. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.